Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year old caucasian female patient underwent breast augmentation revision with two 550cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram and ultrasound, with right breast implant rupture. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2023. The replacement devices were (right) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9878154 sn: (B)(6) and (left) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9783584 sn: (B)(6).

Manufacturer narrative:
On august 28, 2023, the mentor failure analysis lab received the device for evaluation. Mentor received additional information indicating that the patient was also diagnosed with breast ptosis. On (B)(6) 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 550cc breast implant was ruptured from the anterior view extending to the posterior view within the siltex cracking area. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received (lot-272472). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.